Manufacturer narrative:
The device was returned. However, in this case, the returned device analysis could not test the reported difficult to remove (anatomy) as this was related to patient/procedural conditions. The analysis was unable to test the reported difficult to open or close (gripper actuation single) as the clip was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported positioning failure (leaflet grasping clip not implanted) was due to challenging anatomy. The reported difficult to remove (anatomy) appears to be related to anatomical challenges/procedural conditions and/or user technique as the anterior leaflet became stuck on the anterior gripper during the procedure. The reported single gripper actuation issue was a cascading effect of the reported difficult to remove (anatomy) as the gripper was unable to lower after the leaflet got stuck on it. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient and only the delivery system will be returned. It has not yet been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report gripper actuation, difficult to remove. It was reported that this was a mitraclip procedure to treat bi-leaflet prolapse degenerative mitral regurgitation (mr) with a grade of 4. One xtw clip was implanted on the lateral a2p2 and there was a clean, nice grasp and a good reduction of mr. Next, the xtw clip delivery system (cds) (10218r180) was advanced and the anterior leaflet became stuck on the anterior gripper of the clip. The gripper would not lower and the leaflet could not be removed from the clip. Troubleshooting was performed and the clip was able to be freed. Still gripper would not lower. Therefore, the clip was deployed in the intended location and again there was good mr reduction. Once the clip was deployed there was no issue removing the gripper. The grippers were functioning as expected during prep. Mr reduced from 4 to 1. There was no delay in the procedure. No additional information was provided.